Manufacturer narrative:
Model number/catalog number: sc-8336-50; serial number: (B)(4); batch/lot number : 7009967; model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg and lead sites. Symptoms of redness and oozing were noted. The patient was prescribed antibiotics and underwent an explant procedure. The physician suspected that the patient might had a nickel allergy and had a reaction to the metal in the stimulator.